Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Upon following up with patient to know the circumstances that led to the reported issues, patient stated "unknown". When enquired about the steps that were taken to resolve the reported issue, patient responded "charger cord replaced". Patient weight at the time these issues occurred was 210 lbs.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported the implant is going dead a lot faster and shutting off in the middle of the night for probably few months maybe and getting worse. Patient stated they have to charge the implant for 4-5 hours a day. Patient stated it takes 4-5 hours a day to charge the ins and the controller drain when they are charging the ins. Patient stated they get a message to recharge the controller when the controller is fully charged. Patient services asked patient to connect with the controller and patient said they are recharging the ins right now, and controller show implanted neurostimulators 70%, controller 100% charged and recharging. Patient service asked patient if there is any visible damage on the recharger and patient said there is no visible damage but the recharging antenna cord is little loose when plug into the controller port. While on the call patient stated they are getting message to recharge the controller when the controller is at 100%. The issue was not resolved. An email was sent to the repair dept for recharger telemetry module (rtm) replacement. Agent reviewed device function high setting will affect how often the ins need to charge. Agent recommend patient consult with healthcare provider ofc for next steps. The patient reported the belt is torn since this year. An email was sent to repair to replace the belt.